Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va01xd6, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient fell 'very hard' 3.5 weeks ago on her 'right side above.' The area around the patient's butt cheek was all bruised. The reporter stated that the patient felt stimulation and did not have therapeutic issues. The patient was however concerned that the device was damaged because prior to the fall, she had it programmed at 6.5v, but after the fall, stimulation was at .85v. The reporter indicated that the patient increased stimulation so she could feel it but was not feeling it at 1.25v. If additional information is received, a follow-up report will be sent.